Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Our tech support did some trouble shooting with the customer and found that the hard drives had issues. The customer was going to replace the hard drives, so an email was sent to the customer to confirm that the replacement of both hard drives corrected the problem. However, we have not received a response back from the customer yet.